Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4,h6 manufacturing location: monument. Manufacturing date: 28-nov-2022. Part number: 04.503.104.04c, ti matrixneuro screw self- drilling 4mm. Lot number: 3017p11 (non-sterile). 13 pieces were scrapped in cell at op# 10, turn complete, for chip wrap. Production order traveler met all inspection acceptance criteria apart from the 13 pieces noted. Inspection sheet, inspect dimensional / final inspection ns030599 rev am met all inspection acceptance criteria. Packaging label log (pll) lmd ad was reviewed and determined to be conforming. Packaging bom was reviewed, and all components used met current defined requirements. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 805p447. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 03-jan-2022 was reviewed and determined to be conforming. Lot summary report dated 27-apr-2022 met all inspection acceptance criteria. Raw material receiving/put away checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6. Health effect - clinical code-updated. H6. Health effect - impact code-updated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in thailand as follows: it was reported that a screw head broke during screw tap procedure on (B)(6) 2024. Fragments were generated, but there was no additional intervention. There was no surgical delay. Patient outcome is reported as good. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for complaint (B)(4).